Manufacturer narrative:
(B)(4). A request for the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A review of the event history log revealed the reported issue to be low drain volume alarm. A visual inspection was performed. An internal and external inspection was performed and no issues were noted. During evaluation, the device passed both the homechoice return instrument test/evaluation (rite) electrical and rite functional test and the device was determined to meet performance specification requirements. The device pneumatic system was found to be working to specifications. A short simulated therapy was performed with no issues noted. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine experienced an unknown alarm. This occurred during initial drain. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.